Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer was not removing the air from the cartridge during the loading sequence. Customer changed pump supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.